Manufacturer narrative:
The pump was returned to animas and evaluated. The "ok, up, & down" buttons were not responding. A leak test was performed and no leakage was observed from the pump. The keypad was removed and corrosion was found under the contacts.

Event description:
On (B)(6), 2011, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump was intermittently not responding to button presses. The reporter did not allege any harm or injury because of the reported issue.